Event description:
A doctor alleged that five (5) patients had experienced a debonding and chipping of restorations after using herculite ultra. This is the fifth of five (5) reports.

Manufacturer narrative:
Although the doctor identified three (3) different lots associated with debonding of restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4901812, 4852230, and 4444980. Patient specifics age and gender was not provided. The doctor re-cemented or repaired the restoration for the patient without further incident. To date, the patient is fine. A 'rockwell hardness' test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.